Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced pain, infections, inflammation, scarring and erosion. No other information is available.